Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device was implanted on an unknown date in 2003. The investigation could not be completed; no conclusion could be drawn because the device was not returned for evaluation. A review of the device history records has been requested.

Event description:
It was reported that a trochanteric fixation nail system was explanted from a patient due to pain. The patient was originally implanted with the trochanteric fixation nail system to treat a proximal femur fracture. Date of original surgery was reported as an unknown date in 2003. The surgeon decided to explant the hardware when the patient complained of pain on an unknown date. Part and lot numbers were not available for two of the locking screws in the system. Explant surgery was successfully completed on (B)(6) 2013. This report is for one, 11mm/130 deg ti cann troch fixation nail 400mm/left. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed. A review of synthes device history records for manufacturing revealed no complaint related issues. This part is sold non-sterile. The investigation could not be completed and no conclusion could be drawn as no device was returned for evaluation.